Event description:
It was reported that during attempts to reposition the right ventricular (rv) lead the right atrial (ra) lead dislodged. The physician attempted to reposition the right atrial (ra) lead, but was not successful due to the helix mechanism, not extending. The right atrial (ra) lead was explanted, and a new one implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. X-ray analysis confirmed the reported helix extension/retraction difficulty and that the inner conductor coil had a break near the terminal pin. The helix mechanism could not be tested due to the fractured inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported dislodgement could not be confirmed as laboratory observations and reported clinical observations were insufficient to verify dislodgement occurred; the lead tip appeared normal.

Event description:
It was reported that during attempts to reposition the right ventricular (rv) lead the right atrial (ra) lead dislodged. The physician attempted to reposition the right atrial (ra) lead, but was not successful due to the helix mechanism, not extending. The right atrial (ra) lead was explanted, and a new one implanted. No additional adverse patient effects were reported. This right ventricular (rv) lead was returned and analysis completed.